Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantation procedure. During the procedure, the physician could not fix the right ventricular lead on the apex of the right ventricle. They physician tried several times but could not succeed. The lead was not used. A new lead was implanted. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.